Manufacturer narrative:
The harmonic ace instrument will not be returned. Images provided by the customer were reviewed. In two images , the teflon pad of a harmonic instrument appears to have some missing pieces. In another image, a broken blade is seen but no missing pieces are observed.

Event description:
It was reported during a da vinci-assisted surgical procedure, a piece from a harmonic ace instrument broke off and fell inside the patient. The instrument and broken piece were discarded by the customer based on the hospital's disposal protocol. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the a white plastic fragment from the tip of the harmonic ace instrument broke and fell inside the patient. The fragment was retrieved during the same surgical procedure. There was no collision between instruments or hard objects reported. A harmonic ace instrument with a different lot number was used to complete the procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications.